Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Event description:
Patient, through a company representative, reported a "exchange from textured to smooth due to concerns with the product". Later patient reported "capsular contracture", baker grade unknown. Healthcare professional later reported "capsular contracture", baker grade ii with symptoms of "shooting pain, change in displacement and asymmetry". Treatment: pain killers, massage, anti-inflammatory medication, colchicina 0.5 mg. This record is for the right side. The device has been explanted. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission reported capsular contracture. Upon further information, allergan has determined that the event of capsular contracture had a baker grade of ii, thus not reportable.